Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device fractured due to impacting femoral trial. Further information is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and is fractured at the device was found to be fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue was due to repeated use of this instrument over 8 years field life; which causes wear and tear to the instrument and led to fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.